Manufacturer narrative:
Please reference medwatch 2032227-2014-43374. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to the emergency room on (B)(6) 2014 for a blood glucose level of 20 mg/dl. The customer was admitted to suburban hospital. The customer experienced a vehicular accident prior to the hospitalization. The customer states that the low blood glucose levels may have been caused by not eating lunch on time that day. The insulin pump was unavailable at the time of the call. The customer stated that she took trazadone and trolia injections at the time of the event. The insulin pump was not exposed to any strong magnetic fields. No further info was reported.